Event description:
The plan was to extract the a and rv leads while leaving the lv as backup support for the patient. The physician, after gaining access, implanted a new mdt ICD lead as a primary back up for the patient (no underlying rhythm). After doing so, the physician made the decision to extract the atrial lead first. He chose a size 16 fr. Glidelight and left the terminal pin on the lead as a means of keeping better lead integrity. He locked it with an lld-ez. He lased for 42 total seconds. It appeared the ra appendage came back into the sheath tip a bit and a small ¿jump¿ forward occurred. There was an immediate drop in bp, within 25 seconds. The physician immediately did a small window to relieve the tamponade. Upon taking out more blood than anticipated, he opened the chest. This occurred within 2-3 minutes of the initial injury. The physician later explained that upon opening the chest he saw a small ra appendage tear which he fixed. He placed the pt on bypass to rest the heart due to her diminished ef. Approx 8 units of blood were used. The blood is kept in a refrigerator directly outside the door to the or. A perfusion pump was in the room and primed while he fixed the tear. Upon completion of the intervention, the physician returned to the left side of the patient and extracted the malfunctioning defib lead and then proceeded to place a new atrial lead and attach it to a new biv ICD. Patient was recovering in the hospital after the procedure.